Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has assessed their condition and they found significant concerns that the aligner treatment may have been inappropriate and potentially harmful. Patient experienced tmj related pain, bite misalignment, and significant and ongoing impact on their health and well-being.